Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the implant not helping the pain and causing pain at the implant site was that the healthcare professional (hcp) did not want to use the leads that the patient requested. The patient said the manufacturer representatives that were supposed to know how to program the ins could never set it correctly. The patient stated the ins was implanted too low on their buttocks and they couldn't charge, it took 2 hours. The patient noted that they can never have an MRI and they have medical problems. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the ins was placed in 2015 and the report of it not being beneficial had been a long time compliant; the hcp noted this was not a new issue. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that at one setting it connected somehow to something close to my bladder. It caused them to want to urinate constantly with a great amount of excruciating burning pain. No further complications noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 20-mar-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had the ins removed but they couldn¿t remove the lead because it was anchored to bone. The patient reported that she was upset because she was told the lead would just ¿float¿ in her body and was not anchored to anything. The patient reported that the ins was removed about 3 years ago. The patient also reported that the ins wasn¿t helping with the pain and that the ins was causing pain at the ins implant site. The patient reported that stimulation had never helped her with the pain she had. The patient reported that when she would sit down, the ins would cause pain by where the ins was implanted. No further complications were reported.